Event description:
Info received indicates the bed has no functions working from the siderails.

Manufacturer narrative:
The technician found the cables from the weigh frame junction board were not functioning. The tech replaced the cables to repair the bed.